Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient, who resides in a care home, was unable to regularly charge their implantable pulse generator (ipg). As a result, the patient experienced a loss of stimulation and was admitted to the hospital beyond standard care. During the hospitalization, the ipg was charged, and the patient has since been discharged. According to the physician's assessment, there is a correlation between the device and the patient's complications. Re-education efforts were provided to the nursing staff and family regarding the importance of regularly charging the ipg. The patient has fully recovered, and at present, the device remains implanted.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device (nhl, pjs).

Event description:
It was reported that the deep brain stimulation (dbs) patient, who resides in a care home, was unable to regularly charge their implantable pulse generator (ipg). As a result, the patient experienced a loss of stimulation and was admitted to the hospital beyond standard care. During the hospitalization, the ipg was charged, and the patient has since been discharged. According to the physician's assessment, there is a correlation between the device and the patient's complications. Re-education efforts were provided to the nursing staff and family regarding the importance of regularly charging the ipg. The patient has fully recovered, and at present, the device remains implanted.